Event description:
Consumer complaint of "hi" blood results. Expected blood glucose results at least two hours after meals range from 110 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Blood test performed during call ((B)(6) 2015; 3:53 pm) with results of 262 mg/dl (fasting/before meal/after meal). Verified storage of test strips is within specification since they are kept in bedroom. Test strip lot manufacturer's expiration date is 07/21/2016 and open vial date is (B)(6) 2014. Recall test results performed at least two hours after meals from meter memory (manually logged): (B)(6) 2015; 3:45 pm - "hi". (B)(6) 2015; 3:50 pm - "hi". (B)(6) 2015; 11:45 am - 559 mg/dl. (B)(6) 2015; 3:00 pm - 196 mg/dl. (B)(6) 2015; 1:16 pm - 115 mg/dl. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction. User had a high glucose level.